Manufacturer narrative:
Batch review performed on 27 may 2026 cup: mpact 01.32.154mb mpact dm acetabular shell d 54 (k143453) lot 2412179: (B)(4) items manufactured and released on 19-dec-2024. Expiration date: 04-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: sms solid 01.36.050 sms solid stem std size 10 (k181693) lot 2347507: (B)(4) items manufactured and released on 02-apr-2024. Expiration date: 13-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 9 months from the primary, the patient came in due to aseptic loosening of the stem and the cup, and the cause is unknown. There were no indications of infection or trauma. The surgeon revisedthe sms solid stem to a quadra-p cemented stem, the double mobility hc liner d 28/dmg to a d 28/dmf one, the 28mm biolox delta head l to a head m, and the mpact dm acetabular shell d 54 to a d 60 multi-hole shell. The surgery was completed successfully.